Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise were noted on the right ventricular lead. The patient will continue to be monitored and was stable with no consequences.

Manufacturer narrative:
Additional/correction information: b5.

Event description:
Additional information received stated that the lead was originally implanted in (B)(6)2009 and revised in (B)(6)2015.

Event description:
Additional information received that there was out of range capture, high pacing lead impedance, and noise that resulted in noise reversion. Diagnostic imaging was performed and revealed no lead anomalies. The patient was stable and will continue to be monitored.